Event description:
It was reported that this pacemaker was found to be in safety mode during a routine follow up. It was recommended that this device be replaced. The device was subsequently explanted and replaced. This pacemaker has been returned for analysis. No additional adverse patient effects were reported outside of this revision procedure.